Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism would not disengage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle remover does not come off, gets stuck at the catheter. A new catheter had to be reinstalled in the patient."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism would not disengage during use. The following information was provided by the initial reporter, translated from french to english: "the needle remover does not come off, gets stuck at the catheter. A new catheter had to be reinstalled in the patient."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.